Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was reported that one (1) flap/ring procedure was replaced and that the surgery was completed successfully on the same day by switching out the pi. There was no patient injury reported and no surgical intervention was required.